Event description:
It was reported that the power module had been dropped with the front cover cracked and was shorting on/off when plugged in with the lights flickering. The site wanted it sent for possible repair. Further investigation revealed printed circuit board (pbc) damage and a broken battery clip.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module having damaged housing and not powering on properly were confirmed via analysis of the returned power module. The returned power module (serial number (B)(6)) was evaluated at the pleasanton service depot alongside known working test equipment and was noted to have damaged housing. The power module was connected to an ac power source and failed to power on. The customer declined repair of the unit and authorized the service depot to scrap the unit. The entire unit was forwarded to product performance engineering for further analysis. Upon receipt by product performance engineering, the power module was powered on and did not turn on, a clicking sound with flashing lights was noted. The unit was disassembled to inspect the internal components, and the issue was isolated to the power supply pcb. Circuit analysis of the power supply pcb revealed that the pcb was outputting a dc voltage that fluctuated below the expected value. The decreased power output from the power supply pcb would prevent the unit from powering on properly. The reported event was determined to be due to a compromised component on the power supply pcb; however, the root cause of the damage could not be conclusively determined through this analysis. Incidental findings: broken battery clip the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), cover all power module alarms and the actions to take when an alarm occurs. The patient handbook section 6, entitled ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The IFU section 3, entitled "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.